Event description:
Hands off defib pad sparked when defibrillator discharged. Pads were properly placed. Anterior/posterior. Lifepak 10 defibrillator used. Sparking noticed at site where wires go into pad. Defibrillations delivered. Coverted v-fib to asystole. Upon examination of pads, noted craking of conductive material.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, electrical tests performed, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, unanticipated short term complication of procedure, electrode failure. Conclusion: device failure occurred but not related to event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.